Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced pain, erosion and additional surgeries. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician, post procedure, the patient had complications consisting of continued incontinence issues, increased pressure, urgency and frequency. All other information is unknown and unavailable.

Manufacturer narrative:
Updated due to additional information received from the physician (B)(4) 2013.